Manufacturer narrative:
Investigation was unable to replicate the issue. The pump maintained the set rpm, did not lose communication or power during endurance testing. Opening the pump discovered fluid ingress on the pcb. The pcb was replaced and pump continued to run without issues.

Event description:
User reported that an error occurred which ultimately results in a pump stop, requiring the user to hand-crank.